Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: expiration date.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The coil was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed a ruby coil into the target vessel but then realized that the coil was too long and attempted to retract the coil. While the ruby coil was being retracted, it unintentionally detached within the lantern delivery microcatheter (lantern). Therefore, the physician used a syringe to successfully flush the coil into the target location. The procedure was then completed using additional ruby coils, pod coils and the same lantern. There was no report of an adverse effect to the patient.